Event description:
It was reported to philips that the allura device would not start up. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was outside of clinical use. The philips field service engineer (fse) inspected the system onsite and confirmed that equipment does not start. Review of system log file confirmed the malfunction. Upon troubleshooting, fse found that the hardware does not boot and there was no connection to flexvision computer. The philips engineer replaced flexvision pc and hard disk. The defective flexvision pc was returned to philips for further analysis. The analysis could not confirm the failure. After replacement, the system was returned to use in good working order.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.